Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of the arctic sun device was not increasing or decreasing on manual control and water level showing full after emptying of machine. Per follow up information received via mail on 03jul2024, it was reported that the device in transit, will be coming into bd facility for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed tank. The device was evaluated upon receipt. Unit had heating issue. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of the arctic sun device was not increasing or decreasing on manual control and water level showing full after emptying of machine. Per follow up information received via mail on 03jul2024, it was reported that the device in transit, will be coming into bd facility for evaluation.